Manufacturer narrative:
The catheter involved in the reported event has been returned to navilyst medical, however, the investigation and device analysis has not yet been completed. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, an 8f biliary catheter was initially placed on (B)(6) 2010. It was positioned in the distal duodenum and proximal side hole in the common bile duct. The pt returned on (B)(6) 2010 because the catheter was leaking (the hub was visibly cracked). During the exchange, to replace with another catheter, it was found that the original catheter was broken. The catheter was removed, however, approx 3 inches of the catheter remained in the pt. The remaining portion was removed on (B)(6) 2010. The pt's condition was not adversely affected. The used catheter has been returned to navilyst medical for eval.